Event description:
It was reported that the device misdiagnosed svt episodes and delivered inappropriate atp therapy. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.